Manufacturer narrative:
Additional mdrs related to this event: MDR 3025141-2016-00086: plate.

Event description:
A total wrist fusion plate was implanted. Post-operatively, the distal screws broke. The plate and the screws were explanted.